Event description:
It was reported that 3-month follow-up after the patient¿s aneurysm located in the bifurcation of internal carotid artery and anterior choroidal artery treated with an enterprise (enc452212/10205200) and unknown coils, the patient developed paralysis and aphasia associated with occlusion of anterior choroidal artery confirmed with MRI. The vrd thrombosis was not confirmed in MRI. Action taken was dual antiplatelet therapy (detail unknown) and rehabilitation. Although the relationship of the event to both the procedure and vrd were unknown, the physician concerned that the event might have been caused by the vrd strut which placed across the treated aneurysm, but the markers of the vrd were not positioned in anterior choroidal artery. The patient has undergone rehabilitation, and according to the physician, the relationship of the event to the procedure was unknown and to the vrd was also unknown because he concerned that it might have been caused by the vrd strut which placed across the treated aneurysm. During the index procedure, the enterprise vrd (enc452212/10205200) was placed along the target aneurysm. Then, coil embolization was performed. The procedure was successfully completed without any further issues. No patient injury/complications were reported. The unruptured saccular aneurysm neck was 5.0mm, and the neck to sac ratio was 5.0mm:8.0mm. No information regarding the parent vessel size diameter, mrs, act, inr, pt, ptt, medical history and antiplatelet therapy. The occlusion rate of aneurysm after the procedure was also unknown. During the procedure, jailed technique was utilized but there is no information about both the utilized devices and the implanted coils and procedural images are not available. The vessel was not calcified or tortuous, and no patient information was provided. No further information or procedural images available.

Manufacturer narrative:
Per (B)(4) report: (B)(4) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10205200. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Occlusion is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure it is used in as outlined in the instructions for use. It is possible that patient, procedural, and/or pharmacological factors may have contributed; however, based on the lack of clinical information, no conclusion can be made regarding the reported event or possible contributing factors. With review of the limited available information and the device history records, there is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.